Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software was suspending insulin delivery inappropriately. Customer's blood glucose was 90 mg/dl. Although requested, the customer declined to upload the pump data for tandem technical support to perform a review to determine a possible cause.